Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the pump alarm history was inaccurate. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-oct-2018 with the following findings: during investigation, the complaint regarding the alarm history was reported on (B)(6) 2018 and the pump was in use until (B)(6) 2018 therefore the pump history was no longer available. The current pump alarm history matched the alarms recorded in the black box data. At investigation, the pump was ran until the insulin remaining reached zero. The pump alarmed with a "empty cartridge" alarm. The pump recorded 144 replace cartridge in alarm history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.